Manufacturer narrative:
Other applicable components are: product ID 37791, serial# unknown, product type: recharger; product ID 37761, serial# (B)(4), product type: recharger; product ID 37752, serial# (B)(4), product type: recharger; product ID 377860, lot# v008990, implanted: (B)(6) 2009, explanted: (B)(6) 2008, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID neu_ptm_prog, serial# unknown, product type: programmer, patient; product ID 37791, serial# unknown, product type: recharger; product ID 37761, serial# unknown, product type: recharger; product ID neu_ptm_prog, serial# unknown, product type: programmer, patient; product ID 37761, serial# (B)(4), product type: recharger. Analysis of the desktop charger (serial # (B)(4)) found that the desktop charger had a loose connector pin.

Event description:
The patient and a manufacturer representative reported that there was a communication problem and the recharger did not appear to be functioning appropriately and was not working. The day prior to the report they tried to recharge their implantable neurostimulator (ins) and put the recharger antenna over the ins. It clicked 5 times and then they kept getting the reposition antenna screen. The patient had last recharged their ins about half full a day or two prior to (B)(6) 2014. The recharger antenna was noted to be damaged so they were sent a replacement recharger antenna. Even after the patient was sent the replacement recharger antenna they were still seeing a reposition the antenna screen on their recharger. The patient had to replace the programmer batteries as the batteries in their programmer had run down. They then tried to use the patient programmer and saw a poor communication screen on the programmer. It was noted that the patient had stimulation the week prior to the report but as of (B)(6) 2014 they did not have stimulation. The recharger battery icon showed that it was full but when they unplugged the recharger and tried to use it, the recharger screen went blank. The green light was present on the desktop charger and the desktop charger had a loose connector pin. They tried to use the antenna locate feature on the recharger but it didn't have enough power to perform antenna locate and kept showing the splash screen. The patient was sent a replacement desktop charger. After the patient got the replacement desktop charger they tried to charge their ins but only got the sync screen. The screen would then blink 4 times and they would get the sync screen again. They were unable to charge their recharger. The patient was then sent a replacement recharger. After receiving the replacement recharger everything was working and they were able to recharge properly. The patient was implanted for radicular pain syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.